Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, a patient underwent placement of an optease vena cava filter; however, after an unspecified period of time, the filter subsequently malfunctioned and caused injury and damages, including, but not limited to, filter embedded in wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported ¿filter embedded in wall of the ivc¿ captured as ¿vena cava injury¿, could not be confirmed and could not be further clarified at this time. The exact cause of the difficulty experienced by the customer could not be determined as procedural films were not provided. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief plaintiff in (B)(6) underwent placement of an optease vena cava filter, however, after an unspecified period of time, the filter subsequently malfunctioned and caused injury and damages, including, but not limited to, filter embedded in wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.